Event description:
The customer reported that the device stopped sealing although an end tone, indicating a completed seal cycle, was heard. A new device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
Supplemental report sent (B)(4) 2011 under MDR number 1717344-2010-00109. (B)(4). The incident device was returned, evaluated and found to function within specification additional testing was done by performing multiple...